Event description:
The customer reported more than ten false positive results with the ID now covid-19 assay performed on kitted nasal swab samples between 04apr2022 and 06apr2022. This report is for patient four (4) of ten (10). The customer stated that they were seeing a higher rate of false positive results and to confirm that no contamination was present, the customer tested a negative qc swab on the ID now covid-19 assay which generated a positive result. Confirmatory liat and labturbo (rt-pcr) testing was performed which generated a negative result. The customer indicated that they are not able to differentiate patient samples from the qc sample pcr tests. Therefore, we are submitting ten reports related to this reported event for patient samples which had confirmatory testing which generated negative results. Although requested, no additional information related to the patients' health or outcome was provided.

Manufacturer narrative:
Additional information: event date is an approximation. Similar product to 190-000. The remainder of the investigation remains in progress. A supplemental report will be provided after completion. Related MFR. Report numbers: 1221359-2022-02712 through 1221359-2022-02721.

Manufacturer narrative:
Investigation conclusion: the manufacturing and quality control release testing were reviewed for test base lot m179761 and they met release specifications. Additionally, the retain kits were tested with abbott diagnostics scarborough's limit of detection (lod) positive quality control x2 devices and negative control swabs x2 devices. The customer's complaint was not replicated. The manufacturing records and quality control release testing were reviewed for kit part number 191-000 / lot m179761 and test base part number 190-430 / lot m179761. During qc release testing 3 false positive results were obtained, which is acceptable per release specifications. The current overall incident rate for false positive patient results (confirmed and unconfirmed, conflicting results) for lot m179761 based on the total quantity of devices manufactured for distribution is 0.051%. Based on the evidence available, the lot is performing as expected. Abbott diagnostics scarborough was unable to determine the exact root cause of the reported issue